Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 128 mg/dl. During troubleshooting, the customer stated that the display returned. She mentioned that the device had a very small crack on one of the screen corners and that it might have been exposed to perspiration since she wears it in her bra. The customer also reported receiving a weak battery and an unexpected restart alarm. She was advised to monitor the insulin pump and that a replacement battery cap would be sent. The device will not be returned for analysis.